Event description:
Customer called to report that the unit is making clicking noise and that the x-ray light stays on after the scan has ended. There was no injury to pt or to the operator reported.

Manufacturer narrative:
After the report, the customer was instructed to remove the unit from use and service engineer was dispatched to perform evaluation and repair of the unit. The engineer confirmed the failure, determined that the failure was caused by a defective printed circuit board. The field engineer replaced the board and verified proper operation of the device. Once the unit was repaired it was returned to customer was use.